Manufacturer narrative:
Reliability analysis inspected one opened and or used enlite sensor and performed bicarbonate buffer test. The sensor passed per spec with accurate readings.

Event description:
The customer reported via phone call of issues with threshold suspends alarm. The customer's blood glucose level at the time was 142mg/dl. The customer's sensor reading was 40 and their blood glucose reading was 142 mg/dl, making it 71.8%. Troubleshooting was conducted. The customer was not able to upload data to carelink. The customer was advised that once date is up, further review could be done. The customer was asked to monitor device and call back if issue returns. The sensor is being returned and replaced.